Event description:
It was reported that a patient underwent a hernia repair procedure in 2011 and mesh was implanted. In 2013, the patient presented with severe abdominal pain out of proportion to the exam and erythema over the anterior abdominal wall. A CT scan confirmed an incarcerated small bowel with obstruction. The patient underwent a procedure for a mildly ischemic bowel within an incarcerated hernia severely stuck to mesh, resulting in an enterotomy requiring resection. Additional information has been requested.

Manufacturer narrative:
It was reported that the initial procedure was performed on (B)(6) 2011. The follow up procedure was performed on (B)(6) 2013. Several months prior to the second surgery, the patient was experiencing abdominal cramps. A few days before the second surgery, the patient was in severe pain and was vomiting up brown liquid. The patient went in for emergency surgery and was in ICU on life support for a couple of days. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4)